Manufacturer narrative:
This is a correction of the previous report. The model no. And serial no. Of the device were corrected. As the affected fabius gs premium, serial no. (B)(6), was produced in march 2011, a unique device identifier (UDI) is not required.

Event description:
It was reported that during use the bellows of the anesthesia machine were found to not working, so immediately the anesthesia machine was replaced. No adverse consequences reported.

Manufacturer narrative:
As neither the device log file nor further information were available for investigation only a general evaluation of the case in question was possible. It can be assumed that when the bellows of the anesthesia machine are not working anymore that most likely a ventilator failure occurred during the time in question. In case of a ventilator failure the fabius shuts down automatic ventilation and generates an audible alarm and a visible alarm message "ventilator fail". In this case automatic ventilation is not possible anymore and the user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. Finally, due to missing information the root cause for the reported stop of ventilation could not be determined. No patient conseqeunces have been reported. H3 other text : device not available for investigation, 3rd party service.

Event description:
It was reported that during use the bellows of the anesthesia machine were found to not working, so immediately the anesthesia machine was replaced. No adverse consequences reported.